Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The catheter was blocked. In order to release the blockage, the employee tried to release the blockage by pressing. The valve fell off. The emergency slide clamp was used and the valve was changed.